Event description:
Description of event according to initial reporter: physician modified graft and created 4 fenestrations for the syliac sma left and right renal. They deployed the graft and were able to get out the fenestrations and were able to place stents out the fenestrations. But they had a small disection in the silliac which they were able to stent and fix. Then another disection in the sma (superior mesenteric artery) which they were not able to fix right away and had to go in and do a bypass on. Patient outcome: the event did require an additional procedure due to this occurrence: bypass the patient did not report any adverse effects due to this occurrence. The patient was hospitalized or was there prolonged hospitalization due this occurrence: there probably will be a longer than expected hospital stay.